Manufacturer narrative:
Evaluation: routine monitoring of complaint history and performance trends to ensure performance is within claims. Clinical isolate received from the customer. Testing and evaluation are being performed. In house testing confirmed oxacillin susceptible result. The cause for the false susceptible result is unknown.

Event description:
Customer reported s. Aureus isolate oxacillin (ox) mic discrepancy. They obtained oxacillin-susceptible results on the dried pos combo type 26 panel and oxacillin-resistant results on secondary methods that were also performed for the clinical isolate. Results were reported to the physician. Patient treatment was not prescribed or altered, and there was no report of adverse health consequences associated with the discrepant result being obtained.